Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. Prime button inoperable issue was found during the investigation. Tested prime button and keypad was inoperable. Root cause was a faulty keypad, replaced keypad.

Event description:
It was reported that the prime button was inoperable during testing. No patient injury reported.